Event description:
It was reported that a patient presented to clinic for follow up, the atrial lead exhibited over sensing. The atrial lead was explanted and replaced with a new lead. The patient was stable throughout the procedure.